Event description:
Additional information received indicates all four of the leads were explanted and the two s2 leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-03074, 1627487-2020-03075, & 1627487-2020-03076. It was reported the patient has lost stimulation. Troubleshooting was unable to provide resolution. High impedance was noted on the l1 lead. As a result, the patient may undergo surgical intervention on a later date. All of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.